Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) on behalf of her mother alleging the unknown onetouch meter was displaying inaccurate results. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 8:00am, the reporter stated, the alleged issue occurred. However, did not recall any of the readings. The reporter stated, her mother uses a combination of oral medications including metformin 500mg with diet and exercise to manage her diabetes. The reporter stated, due to the alleged issue her mother increased her usual dose of metformin from 500mg to 850mg. It is unclear if this was due to the direction of a healthcare professional. The reporter stated, 1 week after the alleged issue began, she developed symptoms of being "hungrier than usual and sweaty." The reporter did not state that the patient received any addition medical intervention for an acute complication of diabetes. The reporter denied the patient tested on another device. The cca was unable to assist the reporter with troubleshooting since the patient was not available and testing supplies were not available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because, due to the alleged issue, the patient developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.